Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, completed a calibration of the sync which may have caused the reported issue. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9600+ system went bad (squiggly lines) during a case. Another system was used to complete the case. There was no report of patient injury.